Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/ compromised force sensor system test, excessive no delivery test and displacement test. Unit passed dat test at 0.08845 inches. No unexpected no delivery alarms noted. Unit received with the no delivery alarm functioning properly. Unit received with corroded battery tube.

Event description:
Customer's nurse reported via phone call hospitalization on (B)(6) 2018. The customer's blood glucose was 800mg/dl and diabetic ketoacidosis at the time of incident. Nurse reported customer having high blood glucose and not able to get past the fill tubing process in the device. Customer was admitted at st. Luke hospital due to insulin pump not working properly. Customer was treated with insulin infusion by pass. Advised the insulin pump will need to be replaced. Advice to discontinue use of the device and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with operating currents within spec. Unit passed selftest, unexpected restart error, rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery and displacement tests. Device passed dat test at 0.08845 inches. No unexpected no delivery alarms noted. The device was received with the no delivery alarm functioning properly. The device was received with corroded battery tube.